Event description:
It was reported via repair work order that the nurse call was not function due to the nurse call switch being turned off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.